Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Embolization treatment of a davf. It was reported the catheter ruptured during onyx injection.no patient injury reported.same event as MDR# 2029214-2011-00029